Manufacturer narrative:
(B)(4): device manufacture date: unknown.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that an unidentified patient experienced blurred vision after being implanted with an intraocular lens that was potentially mislabeled. At the time of this report, the serial number and the patient specifics are unknown. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.